Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, and facet hypertrophy osteoarthritis (lateral recess stenosis). Pt was implanted with an anterior lumbar interbody fusion (alif) spacer at level l5_s1size. Pt was also implanted with an anterior tension band (atb) plate ar screw_l5_l, screw_l5_r, and screw_s1_l, with right screw at s1. Pt experienced pain for 9 months. Surgery date was (B)(6) 2006, and postoperatively pt experienced point tenderness over left sacroiliac joint, requiring physical therapy, pain medication and muscle relaxer medication. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding¿ no sample was returned for eval. The lot number is unk; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.